Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
A literature article reported following 23 days of implantation of an glaucoma filtration device patient experienced bleb infection, hyperaemia, eye discharge, prominent inflammation, cell was 3, and flare was positive. Medications were prescribed. The symptoms improved.

Manufacturer narrative:
Complaint was initiated due to literature which presented a case of "bleb infection that occurred 23 days after shunt implant surgery". The sample has not been received; therefore, the condition of the product could not be verified and visual inspection could not be performed. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Since the sample has not been received, the root cause can not be determined and the complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the surgeon considers that there was not any particularly problem with the shunt, although the implant surgery of shunt has risk of infection generally. He also considers that the other risks of this event were mitomycin c, leakage of aqueous humor and atopic dermatitis etc.